Event description:
While performing a right vats, specimen placed in endocatch 12mm bag. Bag ripped outside of pt while pulling specimen out of chest. All pieces of bag were accounted for per surgeon and circulator. Specimens: pleural biopsies for frozen section, pleural biopsies for permanent of right upper lobe; nodes from 4r, 7, 10r and 11r. FDA safety report ID# (B)(4).